Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-or intra? Please describe any medical intervention performed including results. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. Now the mesh sling eroded through the mucous membrane to the vagina and causes partner pain from sexual intercourse. The exposed sling material was both palpated and seen just below the urethral opening in the mucous membrane fold. On (B)(6) 2024 the patient underwent solution or cutting of vaginal mesh sling. Visible sling was cut away and sent to cultivation and resistance. On (B)(6) 2024, cultivation of the mesh with growth of actinomyces was noted. Cont. Metronidazole and ampicillin. As of (B)(6) 2024, seen intact sutures under urethra. Control time in 6 months. No further information is available.